Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the lap kolesistektomi, the clip being applied to cystic artery and cystic duct, the device sent/throw a few clips than the handle/trigger could not be pressed and clip throwing was not occurred. The patient status is fine.